Event description:
Info received indicates that pump had experienced error code 13.

Manufacturer narrative:
Investigation found that pump had error code 13 in pump's history. New cb board was replaced to solve the issue. Reference recall # z-0294-2013.